Manufacturer narrative:
Correction: b5 a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angels. Due to excessive vault and significant reduction of iridocorneal angels, the lens was exchanged with a shorter length lens. The problem was resolved. (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraopertively with a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.